Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that noise and non-sustained right ventricular oversensing was observed on the right ventricular (rv) lead. The patient was brought in for further evaluation. Other parameters were stable. Programming changes were made. The physician opted for continued monitoring as the patient was asymptomatic and not dependent on the device for normal function. The patient was stable.